Manufacturer narrative:
B5 updated event description h6 updated annex f ¿ health impact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating a cardiac massage and a temporary pacemaker was inserted due to the bradycardia causing an atrioventricular block. An angiogram was performed to confirm the air embolism. The hemorrhaging in the liver was caused by cardiopulmonary resuscitation (CPR).

Manufacturer narrative:
B2: the date of death was not provided; however, an estimated date was utilized based on the date of the information received. Continuation of d10:  product ID: non-medtronic unknown, product type: sheath. Product ID: afapro28, product type: balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after switching from another manufacturer's sheath to a different sheath, st elevation, a second degree atrioventricular block, and a decrease in heart rate occurred. The patient experienced a myocardial infarction due to an air embolism. Treatment was performed, the patient's pulse returned to it's original state, and the "temporary" was inserted. The case was aborted and the patient was transferred to the intensive care unit (ICU). It was then reported that the patient's blood pressure dropped and cardiac arrest occurred. A cardiac massage was performed, the patient received blood transfusions, and a hemorrhage was suspected. A computerized tomography (CT) scan was performed and confirmed the liver was hemorrhaging. The patient died and it was surmised that bleeding from the liver was the cause of death.